Event description:
The info received from the local distributor indicates: the nail was broken after 60 days from the implantation. The pt was subject to a re-intervention. The pt is in treatment and she is showing a good evolution. No further info have been made available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2007, was comprised of 26 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar failures have been reported from this specific device lot. Orthofix srl has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical investigation will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.